Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The target lesion being treated was located in the left anterior descending artery. A 2.50x28mm promus element stent delivery system (sds) was being unpacked when it was noted that the stent had dislodged from the delivery system and was hanging on the shaft of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The target lesion being treated was located in the left anterior descending artery. A 2.50x28mm promus element stent delivery system (sds) was being unpacked when it was noted that the stent had dislodged from the delivery system and was hanging on the shaft of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon and resting on the lumen 14.5cm from the tip. The stent is stretched and distorted and is currently 42mm in length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube and also hypotube damage, the most severe of this located 7.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).